Manufacturer narrative:
(B)(4). This is a report of a patient that had an incomplete prime because of a closed patient line clamp. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to open the clamp on the patient line to ensure proper priming. It provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient had an incomplete prime because of a closed patient line clamp. The patient was connected then the caregiver realizes that the line was not primed so they disconnected. This occurred during the priming phase of peritoneal dialysis therapy. During troubleshooting, it was discovered that the clamp on the patient line was closed during the priming phase of therapy. Upon recognition of the error, the caregiver disconnected the patient and placed a flexicap on the line then attempted to re-prime the line. Proper procedures were reviewed and the technical service representative assisted the patient with ending therapy. The patient started therapy over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.